Manufacturer narrative:
Correction: pt. Identifier: (B)(6) was correctly reported on the report dated (B)(6) 2019. "Unk" reported on (B)(6) 2019 was added in error. Conclusion: the device history record for (B)(4) and associated sterilization lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure. In this case, it was reported that the infective organism was staphylococcus lugdunensis. Medtronic, inc. Manufactures all their pro ducts per validated and released manufacturing processes and their devices meet all applicable manufacturing specifications prior to release for distribution. Additionally, medtronic has robust manufacturing controls in place for the prevention and surveillance of infective organisms associated with their devices prior to distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The tissue preparation process utilizes this sterilant solution to inactivate virus and other microorganisms including staphylococcus streptococcus species. Based on the literature and review of manufacturing process controls, it is concluded that the prosthetic valve endocarditis can be caused by various procedural and patient related factors and is often not attributable to the manufacturing or sterilization processes of the actual implant device. Based on the above investigation, it is unlikely that the endocarditis was attributed to the device or the manufacturing process. Endocarditis is a known potential adverse event listed in the device IFU and addressed in the current risk management file. In this case, antibiotics were administered without resolution. The patient was advised to undergo an aortic valve replacement, but the patient refused further medical treatment. The patient subsequently died four days later. Neither autopsy nor explant were performed. With the information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains in the patient; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty-six days following the implant of this transcatheter bioprosthetic valve, into a moderately calcified aorta, the patient was admitted for an unknown reason. During admission, endocarditis was noted. Antibiotics were administered without resolution. The patient was advised to undergo an aortic valve replacement, but the patient refused further medical treatment. The patient subsequently died four days later. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the patient had not undergone any recent procedures that would have led to the infection and there was no other active infection. The infective organism was staphylococcus lugdunensis. There was no history of endocarditis and no autopsy was performed. If information is provided in the future, a supplemental report will be issued.